Event description:
It was reported that the patient with this pacemaker exhibited a hear rate of 20 during a surgery procedure. Technical services (ts) reviewed and consulted if electrocautery mode or magnet were used, however the health care professional (hcp) was unable to confirm this. Ts recommended that if an anomaly was suspected they should perform an in-person interrogation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.